Event description:
As reported, during a laparoscopic ventral hernia repair, the echo ps detached from the ventralight st mesh prior to use. The procedure was completed using new device. There was no patient injury.

Manufacturer narrative:
As reported, the echo ps detached from the ventralight st mesh prior to use. The mesh is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.